Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
The explanted lead was expected to be returned for laboratory analysis. This report will be updated after the lead is received and analyzed.

Event description:
Boston scientific received information that this right atrial (ra) lead was implanted successfully with normal lead measurements observed. The next day, the pacing impedance was high and out-of-range, at greater than 3,000 ohms, and loss of capture was noted. The pocket was reopened and the connections were tested. The lead was reconnected to the device and the issues remained. Therefore, the lead was explanted and replaced. No additional adverse patient effects were reported.